Manufacturer narrative:
There were no adverse events reported, however the part number that was originally reported had previously been reported for a similar malfunction. The facility reported the part number and lot number they reported was incorrect. The corrected part number that was involved in this event has not had a previously reported malfunction, therefore no medwatch report is necessary as there were no adverse events or a reportable malfunction.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. A review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the tip of the polaris screwdriver fractured during surgery. A back up screwdriver was available and no adverse events were reported.